Event description:
It was reported that pump displayed malfunction message malf 24 that could not be reset, and customer was advised this required pump replacement. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.